Event description:
An internal investigation was conducted requesting any info regarding the need for surgical re-operations for any reason following the implant of the charite artificial disc. The contact reported that a disc that was implanted ahd displaced pot-op. The core had displaced anteriorly and a revisions procedure was performed to fuse the pt. The charite device remains in the pt.